Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not sense closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4 additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "does not sense closed door" was reproduced. A review of the event history log revealed multiple events of "shut door -power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed lower latch switch. The lower auxiliary requires to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.